Event description:
It was reported that (1) tsg45 device was used during a video assisted thoracic surgery procedure. It was reported by the rep that when the stapler was fired across lung tissue, the distal tip of the stapler appeared to be misforming staples. At the tip of the staple line, staples were not forming and the tissue bled a considerably amount. They finished the case by using more staple reloads. There was extended or time by 10 minutes. There was no consequence to the pt.